Event description:
It was reported that the patient "cannot eat, speak, or swallow since implant along with pneumonia three times." It was stated that the patient's stimulation was currently off and the patient was only experiencing sporadic tremor. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7482a40 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 7482a40 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 7438 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3387s-40 lot# v259112 serial# implanted: 2009-(B)(6) explanted: product typ lead product ID 3387s-40 lot# v259112 serial# implanted: 2009-(B)(6) explanted: product typ lead. (B)(4).